Event description:
It was reported that the patient had an initial total knee arthroplasty. Subsequently, the patient began experiencing pain, ongoing swelling, and persistent clicking and giving away. Radiographic imaging and an aspiration were performed 8 months post implantation, and the testing rendered no significant findings. It was noted the patient's symptoms are being monitored. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 3007963827.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827.